Event description:
Device malfunction: none. Time of malfunction: during vessel closure. Symptoms/ae: pseudoaneurysm, hematoma. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the superficial femoral artery after a diagnostic coronary angiogram. Reportedly, after uneventful vessel closure, as the pt ambulated home, he coughed causing access site bleeding. The pt went to the emergency room. A softball size hematoma secondary to a pseudoaneurysm had developed, treated with twenty minutes of ultrasound-guided compression (ugc). The pt was discharged to home the same day with complete resolution. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.